Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested but unavailable: were the eye medications given because of the intra op suture breakage? Was any medical or surgical intervention given due to the suture breakage? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of eye surgery? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were the eye drop medications prescribed due to the intra operative suture breakage? If yes, what was the concern/reason? Or, were the same eye drop medication prescribed due to the nature of the surgery (vitreous cavity silicone oil extraction surgery)? Or, are the same eye drop medications prescribed for all patients that undergo this eye surgery? Was any medical or surgical intervention given due to the suture breakage? If yes, please specify. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient¿s treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was the post-operative care changed due to this event? Please specify. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were the eye medications given because of the intra op suture breakage? Was any medical or surgical intervention given due to the suture breakage? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of eye surgery? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that a patient underwent an eye surgery on (B)(6) 2025 and suture was used. During the surgical incision suturing operation, the suture suddenly became split and prone to breakage, causing the suturing operation to be interrupted for about 2 minutes; the medical staff immediately replaced the suture to complete the suturing. Postoperative medication includes levofloxacin eye drops, tobramycin dexamethasone eye drops, and tobramycin dexamethasone eye ointment. The postoperative wound healing was normal. Additional information was requested.